Manufacturer narrative:
The blower motor assembly was returned to the failure investigation lab (fi). There was no obvious dust or debris on the unit. There were no signs of mechanical damage of physical mishandling. There were no obvious indications of electrical overstress or overheating. There were no signs of wear on connector or cabling. The blower spins freely. The customer complaint was not verified. There was no fault found on the returned blower motor assembly.

Event description:
It was reported that the unit received a blower temperature high error (ec 1122). Not in use, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer has a v60 that was alarming blower temperature high. The customer was able to verify there was a code 1122 in the significate log. Onsite service was requested. It was determined that the blower was defective. The field service engineer (fse) replaced the blower assembly. The system meets the specification for the performed service and is returned to use.